Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5060643/5060651/5060794, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing stimulation in a non target area. The patient underwent a revision procedure. The patient was doing well postoperatively.